Manufacturer narrative:
B5: updated. D6: updated.

Event description:
It was reported that device thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on 0(B)(6)2020 and a 30mm watchman laa closure device was successfully implanted. Post procedure, the patient was placed on plavix 75mg daily. During a follow-up tee performed on (B)(6)2020 at the 45-day check-up, thrombus was noted on the device. A complete seal was noted both during the case and there was no change at follow-up. The patient was started on eliquis with the findings. It was further reported that the patient was implanted on (B)(6)2020. A 27mm device was implanted too deep with inadequate compression and was removed. The 30mm device was implanted and the patient was discharged home on (B)(6)2020 on plavix alone. At the 45-day tee follow up on (B)(6)2020 no leaks were noted but thrombus was seen. As of the tee on (B)(6)2020, the patient was only taking plavix. Plavix was stopped and the patient started on xarelto 20mg daily. A repeat tee on (B)(6)2020 was performed and the thrombus was gone. The patient was taking plavix, xarelto and baby aspirin. The patient was instructed to stop xarelto and only take dapt for the next two months. A follow up appointment is arranged for (B)(6)2020 and will discuss stopping plavix at that time. A follow up tee will likely be arranged one month after stopping plavix to reassess the device.

Event description:
It was reported that device thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2020 and a 30mm watchman laa closure device was successfully implanted. Post procedure, the patient was placed on plavix 75mg daily. During a follow-up tee performed on (B)(6) 2020 at the 45-day check-up, thrombus was noted on the device. A complete seal was noted both during the case and there was no change at follow-up. The patient was started on eliquis with the findings.

Event description:
It was reported that device thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2020 and a 30mm watchman laa closure device was successfully implanted. Post procedure, the patient was placed on plavix 75mg daily. During a follow-up tee performed on (B)(6) 2020 at the 45-day check-up, thrombus was noted on the device. A complete seal was noted both during the case and there was no change at follow-up. The patient was started on eliquis with the findings. It was further reported that the patient was implanted on (B)(6) 2020. A 27mm device was implanted too deep with inadequate compression and was removed. The 30mm device was implanted and the patient was discharged home on (B)(6) 2020 on plavix alone. At the 45-day tee follow up on (B)(6) 2020 no leaks were noted but thrombus was seen. As of the tee on (B)(6) 2020, the patient was only taking plavix. Plavix was stopped and the patient started on xarelto 20mg daily. A repeat tee on (B)(6) 2020 was performed and the thrombus was gone. The patient was taking plavix, xarelto and baby aspirin. The patient was instructed to stop xarelto and only take dapt for the next two months. A follow up appointment is arranged for (B)(6) 2020 and will discuss stopping plavix at that time. A follow up tee will likely be arranged one month after stopping plavix to reassess the device. It was further reported that the patient had a follow up tee recently and the device related thrombus remained. The patient was also found to have polycythemia vera. The patient was switched to coumadin and referred to hematology to be worked up for a clotting disorder.

Manufacturer narrative:
B5: updated.